Manufacturer narrative:
This medical device report (MDR) is being submitted outside the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit /inspection.

Event description:
This adverse event occurred outside of the u.s. However, as there is a similarly marketed device in the u.s., an MDR is being filed. A customer reported that a patient experienced an infection following use of the osseoguard flex membrane during a grafting procedure. No symptoms were described, no indication of surgical or medical intervention, additional appointments, or use of an alternative device. No information was provided regarding patient outcome or severity of the infection.